Event description:
It was reported that the tip of the driver broke off. The piece was left in, but it was final tightened, so it is welded to the locking cap. No adverse effect to the patient and it was not a revision.

Manufacturer narrative:
The device has not yet been received for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information.